Manufacturer narrative:
The user declined to provide any details concerning the nature of the incident. The user confirmed that the subject device did not malfunction. They also confirmed that no adverse outcome to the patient had resulted. H3: user facility will not release the device to the manufacturer for evaluation.

Event description:
The user reported that a "clinical incident" had occurred, but declined to provide further details. The subject device was apparently in use at the time of the incident, but the user confirmed that it did not malfunction. The user confirmed that there were no adverse consequences to the patient as a result of this event. It is unknown if intervention was required to prevent injury.